Event description:
This complaint is reportable based upon analysis results completed on 05/23/2008. The lesion being treated was located in the 90% stenosed distal right coronary artery (dist rca) with calcification and in average tortuosity. After crossing a non-bsc guidewire, the lesion was dilated with a maverick 2.5mm balloon at 12 atm for 3 times. After that a taxus express2 3.5x16mm drug eluting stent was tried to cross. However, it could not cross and the lesion was dilated again with a maverick 2.5mm balloon at 14atm for 2 times. The stent still could not cross. Therefore the lesion was dilated with a non-bsc 3.0x20mm balloon and the procedure was completed. No patient injuries or complications were reported. Patient status was reported as "good". Analysis of the returned device found tip damage and stent flared.

Manufacturer narrative:
Device evaluation: product analysis of the returned device found that the tip was damaged and the distal end of the stent was flared. The returned stent delivery system was examined under magnification on the distal end. The tip was slightly damaged and appeared to be compressed. Visual and microscopic examination of the material surrounding the damage did not reveal any inherent deficiencies that would have contributed to the incident. The distal edge of the stent was found to be slightly flared. The max stent profile in the flared region was found to be .057". In the undamaged region of the stent, the max crimped stent profile was .054". There was no evidence of manufacturing defect or anomaly within the manufacturing records reviewed for the reported batch. It was not possible to determine how or when the tip and stent damage occurred. Therefore the most probable root cause for this event will be considered operational context due to the likelihood of anatomical and or procedural factors encountered during the procedure which contributed to the reported event.